Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device, which observed that the device passed the pre-repair diagnostic assessment. However, during evaluation it was observed that the device became warmer than usual. It was noted that there was an unknown liquid on the housing and motor of the device. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hemilaminectomy surgical procedure on a canine, it was observed electric pen drive device would continuously spin even when trigger was not engaged. It was further observed that the unit functioned normally for a brief time then would not stop spinning when the switch was disengaged and locked. It was reported that there was a five minute delay in the procedure due to the event. It was reported that there was an identical spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.